Event description:
It was reported that the ventilator has fallen. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator has fallen. Identification of issue has been done by analyzing problem description, service report and attached photos. According to the information provided by the technician, the device fell while not in use (not connected to the patient). The device was inspected and the following parts were identified as damaged: rear handle, side cover kit, filter holder side cover, dust filter, front cover, user interface, o2 cell and air inlet filter. The issue was reported to competent authority as it may lead to stop of ventilation (extubation) or injury. It has remained unknown under which circumstances the unit fell. Therefore, the root cause for the reported problem could not be determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2017. Corrected manufacture date: 05/10/2017. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).